Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced discrepant continuous glucose monitoring readings after a dexcom g7 sensor change, with a fingerstick value of 50 mg/dl while the cgm and ilet displayed about 120 mg/dl, followed by continued inconsistent readings, removal of the ilet, subsequent hyperglycemia around 400 mg/dl, and later reconnection with cgm replacement. Symptoms included hypoglycemia and subsequent hyperglycemia without loss of consciousness or other acute complications. Outcomes included transient interruption of automated insulin delivery and need for oral glucose to treat hypoglycemia, with glucose trending down after reconnection. Investigation included review of device performance and user report. Investigation of this case revealed inconsistent sensor data leading to discordant therapy guidance and resultant glucose excursions. It was concluded that the event involved hypoglycemia with unclear cause in the context of cgm inaccuracy and therapy interruption, with recovery after sensor replacement and device reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.